Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21841811, expiration date 06/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Caller states patient tested 4.7 inr on coaguchek xs system 1, and 4.6 inr on coaguchek xs system 2 while a comparison lab returned as 2.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.